Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The boot was filled half way with fluid and there was 100ml of fluid in the attached waste bag, when received. The shaft was kinked 25.5cm from the tip. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to into prime and the check saline supply error was displayed on the console. The shaft was x-rayed and it was found that the hypotube was broken inside the shaft at the kink. Inspection of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18jan2019. It was reported that an error message displayed. An angiojet solent dista was selected for a thrombectomy procedure in an unspecified lesion. During priming, a check saline supply error message displayed and the code was unable to be cleared. A spiroflex coronary catheter and an unspecified infusion catheter were used to complete the procedure. There were no patient complications reported. However, device analysis revealed a hypotube break.